Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. A visual inspection of the lag screw driver retaining rod confirms a piece of the threaded tip is broken off causing the stated failure. The broken piece was not returned. Also the lag screw driver was not returned. The device exhibits signs of significant use and wear. A medical investigation was conducted and confirms no relevant clinical information has been provided for inclusion in this medical investigation. Based on the information provided, the device did not break inside of the patient and the procedure was completed with the same device without a delay. Since there were no patient injuries or other complications were reported, no further clinical/medical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. Additional information: d4, d8/d9 and h4/h5.

Event description:
It was reported that, during an imn hip surgery, one (1) lag screw driver broke outside the patient. Surgery was resumed, without delay, with the same device. No patient injuries or other complications were reported.

Manufacturer narrative:
Internal complaint reference number: (B)(4) section b4 and h1 were corrected due to updated information.

Event description:
It was reported that, during an unknown surgery, one (1) delay screwdriver broke inside the patient. It is unknown how the procedure was completed or if there was a delay. No patient injuries or other complications were reported.